Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device failed the volume accuracy evaluation, with readings consistently higher" was not confirmed or replicated. Three performance verification tests were performed and all were within specifications. During visual inspection damage to the downstream occlusion (dso) lens and seal were detected and replaced. The software was updated, and the device passed all tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device failed the volume accuracy evaluation, with readings consistently higher¿; during device evaluation it was found the downstream occlusion (dso) seal was detached. The event happened during testing.